Event description:
Md was using us endoscopy brush in patient and the end of brush broke off inside patient. Brush was retrieved.manufacturer response for infinity sampling device, infinity ercp sampling brush. (Per site reporter).======================without further delay, below is a short list of questions relate to the infinity ercp sampling brush.how is the patient?was short or long wire exchange technique used?where was the stricture located ( prox-mid-distal cbd,l/r intrahepatic, pancreatic head, tail, or body)?did you observed any issues with the brush head alignment, prior to or during use?what brushing technique was being used (actuating the finger ring, or push catheter back and forth)? How many brush cycles before separation?when during the brushing portion of the case did you observe the brush separation?did you observe the attachment point of the mechanical connector (attached to the brush or attached to the catheter portion of the device)?please describe your overall experience with this device prior to this incident.